Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.

Event description:
It was reported that the 9900 system had a collimator iris potentiometer error message. No pt injury was reported.